Event description:
It was reported that after an unspecified diagnostic procedure, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting difficulty was encountered. Deployment was stopped and the device was pulled out from the vessel. The operator inadvertently forgot to use the safety release features of the device. Manual arterial compression and a non-abbott hemostasis pad were applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device: improper device removal. The customer reported that the access ports were not used to aide in the removal of the device. The instructions for use state under closure procedure. Note: if resistance is met upon removal of the device, follow the steps below to remove the device. Locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator (or an 18-gauge thin-wall needle) into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible click should be heard. Check that the number (3) exits the number window completely and the thumb advancer is freed from the locked position. Repeat the above steps if necessary. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the locator wings. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device did not confirm the reported device issue. Based on the investigation the device performed to specification and no product deficiency was identified. The reported removal of the device without the use of the safety release features is considered improper removal method per the starclose se instructions for use.